Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd us cathena 20gx1.00in straight bc had foreign matter. The following information was provided by the initial reporter: material: 386862 batch#: 4237748 verbatim: nurse opened piv to place and noticed that a plastic piece was coming through the notch in the needle. She did not place it. I have a picture of it and they saved the catheter for review.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.